Manufacturer narrative:
Model number/catalog number:sc-2208-50, serial number: (B)(4), batch/lot number:181455. Model/catalog description: st linear lead 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing

Event description:
A report was received that the patients leads were having high impedances. The patient underwent an explant procedure. No device malfunction was suspected.